Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that requires "bench repair" due to an allegation of power failure. This did not occur during clinical use, and there was no allegation of harm associated with this report.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer provided a quote of repair to the customer. However, the customer has not approved the purchase order, and the customer has not reported having repaired the device. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.